Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation unit exhibited occasional blackout alarms within six months of the last on-site software repair. The issue occurred during service/maintenance of the device. There were no reports of patient involvement.